Event description:
Additional information was received. It was reported that the pump was empty due to a missed refill. The patient saw his doctor and was refilled. It was stated that the patient's symptoms went away and he was doing very well at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
An alarm was reported, telemetry not yet preformed. It was note the device was implanted in colorado but the patient was residing in california with no following doctor in ca. Patient had yet to have first refill after implant. It was noted that the care giver heard an alarm beginning at 10 am the day of this report. There was one type of alarm every 10 minutes and another type of alarm at a different interval. At the time of this report the patient status was noted as 'fine,' but the day before he had a 'storming' episode where his heart rate went up, he got 'very, very stiff,' his legs went straight, his arms went stiff and he turned his head. It was noted that his caregiver gave the patient his pain medication (medication name not reported) and the patient 'got better.' It was also noted that the patient was on a 'low dose of oral baclofen for spasticity in his arms, but it is real low, like 25.' (Units were not reported.) The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.